Event description:
As reported by the edwards territory manager, the patient experienced femoral artery injury during an attempt to insert the rf3 introducer sheath. Right common femoral access was done by two cardiac surgeons. Dilators were inserted over a stiff wire to predilate the artery prior to sheath insertion. Resistance was first felt with both the 23 mm and 25 mm dilators. The introducer sheath was inserted up to the mid common iliac, but could not be advanced past the distal aorta/proximal common iliac. The introducer was removed and a pta of the proximal right common iliac was performed with a 9 mm balloon. A second introducer sheath was introduced due to calcium scoring the first sheath; however, the second sheath also could not be advanced past the distal aorta. The introducer was removed and a second pta was performed with a 10 mm balloon. The sheath was re-inserted, but could not be advanced past the distal aorta. At that point, the tavr procedure was aborted. As the sheath was pulled back to the femoral artery, the vessel transected and came out of the arteriotomy on the sheath. Hemostasis was gained immediately with a coda balloon in the aorta. An abdominal incision was made on the right side to gain control of the artery. The femoral artery was clamped both proximal and distal of the tear. The transection was repaired with a 10 mm gortex graft from the common iliac to the common femoral arteries. Perfusion was restored and the final angio showed contained blood flow and hemodynamics. At last report, the patient was alive and doing well after the procedure. The minimum luminal diameter (mld) for the affected section of vasculature was reported as: right common iliac 6.5 mm, right external iliac 6.9 mm, right common femoral 7.2 mm. As noted in the original communication, the cause of the event was vasospasm and small ilio-femoral access.

Manufacturer narrative:
As noted in the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral tavr procedure. According to literature review, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 22fr rf3 sheath is > 7 mm. In this case, the ilio-femoral system was reported to range between 6.5 and 7.2 mm with moderate calcification and mild tortuosity. It is possible that the patient factors (vessel mld, moderate calcification and mild tortuosity, and vessel spasm) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.